Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a f/u report will be sent.

Event description:
On (B)(6) 2010, an spectra non-inflatable penile prosthesis was implanted. On (B)(6) 2011, the left cylinder component was removed and replaced, due to "impending erosion." No pt complications reported.